Manufacturer narrative:
The reported event of the device deploying in a cobra conformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, when the amplatzer p.I. Muscular vsd occluder was released from the torqvue 45 lock, the occluder had presented with a cobra shape and did not return to its original shape. Because of this deformation event, the implantation of the device was aborted. Further information has been requested.